Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead fracture and the system was revised. The lead was capped as not usable. No patient complications have been reported as a result of this event.